Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle mini blood glucose meter. Readings of 8.8 mmol/l, 4.3 mmol/l, 16.4 mmol/l and 4.3 mmol/l were obtained within a minute time frame. When plotting each reading against the average on a parkes error grid, the results fall in "c" zones which shows the difference to be clinically significant.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.